Event description:
It was reported the patient received the following results within 10 minutes: 166 mg/dl, 431 mg/dl, 214 mg/dl, and 218 mg/dl. The readings occured with two different strips vials from the same lot.